Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. A revision surgery is planned in spring 2020. This is a final report.

Event description:
CT scan indicated that the electrode array is backing out of the cochlea. The clinic will be moving forward with a repositioning or explant/re-implant. The family want to wait until spring for surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A CT scan indicated that the electrode array is backing out of the cochlea. The clinic will be moving forward with a repositioning or explant/reimplant. Date of surgery to be determined.

Event description:
CT scan indicated that the electrode array is backing out of the cochlea. The user was re-implanted.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was not providing benefit to the recipient due to a post-operative active electrode migration. Damage found during investigation is most likely related to the removal surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.